Manufacturer narrative:
Sample has not been returned in time for this report. The results of the investigation are not available at the time of this report. A follow-up investigation will be sent when completed.

Event description:
The event is reported as: nasal cannula is too soft and flips over easily when an infant moves. No pt injury reported.